Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was short and insulin pump was shutting off about every 6 hours. Customer's blood glucose was 222 mg/dl. Troubleshooting was performed and customer was advised to clear the pump error 23 and power loss alarm. Customer was advised to monitor insulin pump and to call back should issue persist.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.